Event description:
The pt was implanted with an ams sparc sling system. Reportedly, the mesh product has caused the pt "severe and permanent bodily injuries and significant mental and physical pain and suffering, including but not limited to incontinence, detrusor overactivity and obstructive voiding of her bladder, severe urgency/frequency, urethral erosion/extrusion, vaginal bleeding, vaginal infection, vaginal discharge, vaginal erosion/extrusion." It was also reported that the product caused the pt to "suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.